Event description:
The customer contacted baxter's technical service center regarding an unknown system error (se) alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated she there was no se number but they did have se, they had cycled power and got a se 2367. They cycled power and reviewed the alarm log, two low ultra filtration (uf) alarms, a se 2367 alarm, (B)(6) 20/12 2 low uf alarms , (B)(6) 2012, a low uf alarm and while in the alarm log a se 2433 alarm. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 in regards to a se 2367 alarm and he did not notice anything wrong with any of the supplies that day. He completed therapy with manual supplies and ended up swapping out the machine. Since then he has been completing therapy successfully on the new machine. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was known, therefore, no evaluation will be done however a batch review will be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.